Manufacturer narrative:
(B)(4). Double feed. Eval summary: the analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device a double feed incident occurred causing pear shaped clips. The clips were removed and the device fired the remaining clips as intended. It could not be determined what may have caused the found feeding incident. The device locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, the clips would not advance. Another like device was used to complete the procedure. There were no adverse consequences for the pt.